Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to aseptic loosening. No cause or contributor for loosening was reported, but the surgeon reported that the patient had heterotopic bone. A 58mm tritanium shell, 36 0° liner, and 36 +0 biolox ceramic head were revised to a trident ii shell, mdm/adm liner construct, and a ceramic head. Rep provided pre-revision x-rays and reported that no further information would be released.